Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient inquired if their symptoms would continue to get worse since their pump continued to alarm with critical alarm. The patient stated on tuesday they started getting real sick and went to the ER. The patient stated they threw them out saying they were just seeking drugs. The patient stated their pump was due for a refill on (B)(6) 2019. The patient has an appointment on jan 3rd with their hcp. Pss reviewed this continues to be a medical issue and to continue working with hcp.

Manufacturer narrative:
Added adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome . It was reported the patient started to hear a non-critical alarm on tuesday evening ((B)(6) 2019), and today the two-toned critical alarm started going off. The patient stated they believe the pump was empty as it was supposed to be refilled on (B)(6). It was noted the previous pain clinic he went to will not refill the pump because he tested positive for marijuana. The patient stated they were in a rehab program, but was not having any success with finding a hcp to fill the pump. It was noted the alarm was consistent with sm alarms. The patient had missed a refill which resulted in the pump going empty. Tech services reviewed possible reasons for hearing the critical alarm. Reviewed importance of addressing alarms with a hcp and that it is never recommended that the pump go dry. Reviewed the patient can seek out help, if necessary, from a local medical facility, and redirected to the hcp to address concerns regarding signs of withdrawal.